Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient is no longer receiving stimulation. The patient stated he had not recharged his ipg for at least a month and could not remember exactly when he last charged. An sjm representative met with the patient and confirmed the ipg was inoperable. Surgical intervention may be pending to address the issue.